Event description:
Customer reported the system has exposed wires. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the footswitch cable was frayed. Replaced the footswitch and its cable. System operates as intended.